Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that to the manufacturer representative¿s knowledge the patient was still in mexico and a patient meeting had not occurred. The manufacturer representative walked the patient through doing a reset and recommended that the patient call patient services. It was unknown what the patient¿s weight was at the time of the event. No further complications were reported.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 97754 serial# (B)(4): product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was out of the country and was having issues with the implantable neurostimulator recharger (insr). The insr led screen went blank, it was unresponsive, and was giving a ¿low tone¿ every 5 seconds.the patient was feeling ¿pulses¿ but shortly after the insr failure the patient was not feeling anymore pulses because the implant battery was not working. This was clarified to mean that there was a loss of stimulation that occurred after the beeping insr issue which started about 2 weeks ago. The patient would be traveling back into the country on sunday. It was reported that a replacement antenna was requested to do reposition antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.